Manufacturer narrative:
The complaint was confirmed and cause is unk. One leonard 10 fr d/l catheter was returned for evaluation. A small pin-hole leak was found in the tubing about 5.3 inches distal to the surecuff. It is possible that the device was poked by a sharp instrument. However, the exact mechanism of damage is unk. A chr was not completed since the lot no. Was not provided by the complainant.

Event description:
It was reported that the catheter leaked (no further information).